Event description:
It was reported that the cot was involved in an ambulance accident while transporting a patient, and the patient complained of injury. It was further reported that the patient had x-rays, but details regarding the results were not reported. There was a delay in transport due to the accident, however, no adverse consequences were reported in relation to the delay. No further details were given at this time.